Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing extended ipg charging issue. The patient underwent a pocket revision procedure wherein the ipg was replaced and the pocket was relocated. No device malfunction was suspected. The patient was doing well postoperatively.